Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 400 mg/dl. It was stated that the diabetes therapy consultant checked the insulin pump and found that the customer's blood glucose were high (B)(6) prior to her admission. The customer was throwing up and was feeling sick. The customer disconnected from the insulin pump and treated herself with manual injections. It was stated that when the infusion set was removed at the hospital, blood was gushing from her site. No further information was provided.